Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event and device information. Further information was requested but not received.

Event description:
Related manufacturer reference number:1627487-2023-01626. It was reported that the patient¿s lead migrated resulting in ineffective therapy. As such, surgical intervention took place wherein the lead was explanted and replaced with a new lead to address the issue. Reportedly, effective therapy was restored post operatively. Information indicates the patient's ipg was explanted and replaced on (B)(6) 2023 for an unknown reason.

Manufacturer narrative:
Per additional information received, the ipg was electively replaced. As such, the ipg no longer meets the reportability criteria.

Event description:
Related manufacturer reference number: 1627487-2023-01722. Related manufacturer reference number: 1627487-2023-01723. Additional information received indicates that the ipg was electively replaced. Note:this ipg is the same ipg/event reported under related manufacturer reference number: 1627487-2023-01723.